Manufacturer narrative:
This report is submitted on june 17, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections of the middle ear, which lead to multiple infections at the abutment site. The patient was reportedly treated with seven courses or oral antibiotics; however, treatment was unsuccessful (treatment dates not reported). Subsequently, the patient was placed under general anaesthesia in order to remove the abutment. During the procedure, the patient's blind sac was revised, and two cholesteatomas were excised. Additionally, an internal magnet was placed on the internal fixture. The infection has reportedly since resolved.